Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
The lead insulation was abraded between 17 cm and 19 cm from the connector pin due to abrasion with the can. Rv coil was compressed at the proximal end of the coil. It is unlikely that any of the observed damages on the lead could cause the reported variation in sensing. As the distal part was not received, a complete analysis could not be performed. Normal electrical characteristics were measured.